Manufacturer narrative:
The hospital biomed replaced the compact flash card, resolving the reported complaint. The customer contact reported there is no patient information. The hospital biomed replaced the compact flash card, resolving the reported complaint. The customer contact reported there is no patient information.

Event description:
The hospital reported that, during a case, the unit had system reset errors. The clinician reportedly cycled power after each occurrence and continued the case. There was no reported patient injury.